Event description:
It was reported the valve was implanted and at discharge the gradient across the valve was normal at 3 mmhg. Six months postoperatively, the gradient was found to be 14 mmhg on echo. It was reported the valve seemed to be engrossed with pannus and leaflet mobility was low. The patient is being hospitalized and the valve remains implanted.